Manufacturer narrative:
The inserter was returned to 4web and analyzed. The broken thread was confirmed. Review of production records did not indicate any issues related to manufacturing that may have contributed to the event. Cause of thread breakage is unknown. If additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported to 4web that the tip of psts inserter broke within the thread hole of the implant during implantation. The broken piece of the inserter remained in the implant and was not retrieved. No patient injury or death reported. Surgery was completed successfully.